Event description:
Related manufacturer reference number:2017865-2021-09783. It was reported that the patient presented in the emergency room experiencing inappropriate shock therapies. Upon review, the right ventricle lead exhibited device sensing problem of r wave amplitude variation. Chest x-ray revealed both the right ventricle and left ventricle leads were dislodged. On (B)(6) 2021, the right ventricle lead was revised/replanted and the left ventricle lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room experiencing inappropriate shock therapies. Upon review, the right ventricle lead exhibited device sensing problem of r wave amplitude variation and far p over-sensing. Chest x-ray revealed both the right ventricle and left ventricle leads were dislodged. The left ventricle lead exhibited failure to capture. On (B)(6) 2021, the right ventricle lead was revised/replanted and the left ventricle lead was explanted and replaced. Patient was stable.